Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall had occurred and confirmed on event logs. There was no recovery recorded. It was caused due to the use of magnet when trying to telemetry a pump. Device troubleshooting was considered. No further information was available as regards to patient status. Additional information has been requested from the physician, but was not available as of the date of this report.